Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Precept biorobotics corporation became aware that during the aquablation procedure "e22 - motorpack error" and "e23 - motorpack error" messages were generated by the aquabeam robotic system. Multiple troubleshooting steps were taken, and the error message was resolved when the aquabeam handpiece was replaced with a new handpiece device; the aquablation procedure was then continued through successful completion. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process.

Manufacturer narrative:
The aquabeam handpiece was discarded during the aquablation procedure. Log files were not made available to procept; therefore, it was not possible to verify the reported "e22 - motorpack error" and "e23 - motorpack error" messages. A review of the device history record (DHR) for ab2000/serial number (B)(6) was conducted, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. A review of similar complaints for a 12-month period confirmed seven (7) similar events have been reported to procept. The aquabeam robotic system user manual, um0101-00, was reviewed and states the following: table 5: system detected errors and faults: e22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The root cause of the reported event was unable to be established as the aquabeam handpiece was discarded by the user facility. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.